Event description:
It was reported that battery voltage decreased drastically over 3 month period of time. The device was explanted and replaced.

Manufacturer narrative:
The reported premature battery depletion was confirmed. The device longevity was below expected limits. The device was tested on the bench and on our automated testing equipment. No high current drain sources were found. The battery was returned to the manufacturer for additional analysis. No anomaly was found. The cause of the premature battery depletion could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.